Event description:
As reported for this event by the customer, after using the device for approximately one to two hours in a therapeutic hepatobiliary pancreas low anterior resection (lar) procedure, the device probe broke off and fell into the patient. All fragments that fell into the abdominal cavity were retrieved. The procedure was completed with a new device of the same model number without any delay. The patient did not need to be given additional anesthesia. There is no harm or adverse impact to the patient. Total operating time was five hours. A u504 probe damage error message was received for the device at the time of the event. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. This is the third occurrence of the event of broken probe with this physician. Medical office briefing session for usage of the device was held prior to procedure. No olympus sales representative was present during the procedure.

Manufacturer narrative:
Due diligence was performed for the event and available information was provided by the customer. Full name of the facility is yoshinogawa medical center, tokushima prefectural welfare federation of agricultural cooperatives. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken at 12 mm from the tip. There were scratches around the broken part. When the fractured surface was checked, it was found that the fracture originated from the scratch. There were no scratches on the handle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) scratches were generated on the probe. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. Also, a probe damage error (u504) occurred. 4) a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.